Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which caused the pump to shutdown. The customer's blood glucose (bg) was 117 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer plugged the pump into another wall outlet. The customer continued to use the pump for insulin therapy.